Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a retropubic midurethral advantage fit sling + cystoscopy + hysteroscopy d and c + thermal ablation with thermachoice + reduction bilateral procedure performed on may 15, 2013 for the treatment of stress incontinence, premenopausal menorrhagia and labial hypertrophy. On (B)(6) 2020, the patient visited the office complaining of vaginal bump. The patient also claimed that since the implant, she had been dealing with painful/bleeding vaginal lesion for five years and it was like a granulation tissue/small polyp which could be seen in a squat position over a mirror. This got irritated with intercourse and tampon use and bled when touched. Had it cauterized four times with silver nitrate but the issue continued and wanted a different type of treatment. The patient had an ablation and stated she has monthly periods, lasting 3 days with light flow and mild cramping. She also claimed to have experienced pelvic pain occurring all month long. The patient was advised to return to office on (B)(6) 2020 for ultrasound. Utrasound report showed left ovary was poorly vis due to lateral placement and patient discomfort. Surgical pathology report showed granulation tissue acutely inflamed. On (B)(6) 2020, during an office visit for premenopausal annual exam, the patient complained of pelvic pain. Trans vaginal ultrasound was performed and showed possible adhesions/endometriosis in the left ovary. The patient was also complaining of anal itching and had been using monistat on the outside of the rectum, no rash seen and was recommended to try topical hydrocortisone. This had been an on going issue. Scheduled appointment visit for excision of granulation tissue/polyp on (B)(6) 2020. On (B)(6) 2020, the patient had an office visit for excision of granulation tissue/polyp related to vaginal lesion. Based on the physical exam, small area of recurrent granulation tissue was present near the left sulcus distally 1cm. It was tender to touch, not friable and bled easily. There was mesh fragment palpated but not visualized. Pain was only present in this one specific area. The uterus and adnexa/parametria were difficult to palpate secondary to body habit but no obvious masses and nuchal translucency. During an office visit for vaginal excision on (B)(6) 2020, it was found that the white graft was visualized at the left sulcus. The scarred epithelium was excised as was the exposed graft. Excellent hemostasis was noted and the patient tolerated the procedure well. Prior to procedure, the patient was diagnosed with postcoital bleeding and disorders of urogenital prostheses or implants. On (B)(6) 2021, the patient underwent an operation of cystoscopy with midurethral sling revision and macroplastique injection due to mennorhagia with regular cycle, uterine leiomyoma, unspecified location and female stress incontinence. Procedure findings showed left lateral sling exposure without erosion into urethra and minimal overlying granulation tissue.

Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.